Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the balloon end surface was not properly placed by user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the user found that the maj-1351 balloon fell off from the device. The user retrieved the balloon. The user replaced the ballon with another one and completed the procedure. The procedure was extended. The user commented that this balloon was not fitting correctly with the device. There were no reports of patient injuries related to this incident. The user facility did not provide other detailed information.